Event description:
It was reported that during the "tvt" procedure the sheath covering the mesh was only partially removed. Part of the sheath was retained in the pt. The physician withdrew the sheath and mesh via the vagina in a subsequent surgical procedure.